Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate following an unrelated procedure. The patient did not set their ipg to surgery mode. Further intervention may be pending to address this issue.